Event description:
Reporter alleged obtaining a result of 1.0 mmol/l on the compact plus system compared back to back with a result of 7.0 mmol/l on the aviva nano system when testing was performed within 10 minutes. Reporter stated that he injected 80 units of novomix after the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in the (B)(6). This medwatch report is for the aviva nano suspect device system used. Reference medwatch report with (B)(6) for the compact plus suspect device system used.